Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient with a femur shaft fracture was implanted with an a2fn nail and recon locking bolts on (B)(6) 2013. The nail and locking bolts were inserted under image intensifier guidance and operative steps were according to sequence. Check x-ray done post op was done in the anterior, posterior and lateral view but no oblique views were taken. Postop x-rays taken on (B)(6) 2013 revealed the recon bolts were outside the nail and the nail had shifted superiorly. Patient was returned to the or on (B)(6) 2013 for revision. During the procedure it was noted the recon locking bolts were anterior and outside the nail with drill bit scratch marks on the nail. The fracture was reduced and reinforced with cable wires, a new nail of shorter length and smaller diameter was inserted with recon locking bolts confirmed in position by intra-operative imaging in 3 views as well as real-time fluoro of the proximal femur. Patient is reportedly doing well and wound infection was manageable and in control. Patient is non-weight bearing. This report is on an unknown screw. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. 510k: cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.